Event description:
Patient had ivc filter placed during gastric bypass surgery in (B)(6) 2008. Patient admitted with chest pain. Through testing, it has been discovered that ivc filter is displaced into right ventricle. Patient will have surgery to remove at a time still to be determined.